Event description:
It was reported from (B)(6) that before surgery, it was observed that the foot control device was leaking. It was not specified what was leaking from the device or where the device was leaking from. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was an oil leak. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to worn seals, from normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The date of manufacture was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The date of manufacture has been provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.